Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that while the patient was performing the weekly routine, inflating the inflatable penile prosthesis pump, noticed a weird noise when squeezing the pump; the pump did not inflate and stays compressed. The patient pressed the deflation button, but it seems like there is no more saline in the system. The patient has tried troubleshooting techniques without success.